Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a fenestrated endovascular repair of an abdominal aortic aneurysm (aaa) using a check-flo extra large introducer after placing a lunderquist and delivering sheath to the right femoral artery, the physician attempted to remove the dilator of the sheath. This was the first introduction of the sheath and removal of the dilator when the device failed. It was reported that the white hub of the sheath separated from the gray section of the dilator and he was unable to remove the dilator. He then used a hemostat to grip and remove the dilator. The patient's anatomy was neither calcified nor tortuous. It was reported that no unintended section of the device remained inside the patient's body. There were no adverse effects on the patient due to this event.

Manufacturer narrative:
A review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. No issues were found related to the reported complaint. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record and complaint history of the lot could not be conducted. Based on the provided information, no product returned, and the investigation, a definitive root cause cannot be established or reported at this time. Measures have been initiated to correct this issue. Changes were made to the manufacturing instructions. Since the lot number was not provided, it is not clear if the device was manufacture prior to the change or after the change was initiated. Monitoring will continue to be performed for similar complaints.